Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters did not have enough lubricant on them. The patient was able to fully insert the catheters for use with some lubricant purchased from the pharmacy. No medical intervention was reported.

Event description:
It was reported that the catheters did not have enough lubricant on them. The patient was able to fully insert the catheters for use with some lubricant purchased from the pharmacy. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged."